Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(6): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "fiber stopped firing/tip broke" at 9,864 joules of use. The fiber was replaced; however it became contaminated during opening. The case was completed with the third fiber at 102,370 joules of use. Patient outcome: "ok" reported. No injury to patient reported.